Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device powering off by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the root cause of the issue to be the control board.

Event description:
It was reported to ventec that the device unexpectedly powered off during patient use. The customer stated the device shut off without an event and no alarms. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.